Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) and unexpected longevity issues. Differing remaining longevity estimates were displayed by the device over the prior year. Technical services (ts) reviewed the information and advised that longevity calculations are rounded down. Therefore, the observed change in longevity could be within normal limits and does not necessarily indicate a device malfunction. No adverse patient effects were reported. This pacemaker remains in service.